Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01269. The pt rec'd two leads with the same lot number. It was reported the pt experienced discomfort at ipg site. Additionally, stimulation would change with any movement causing it to be positional. F/u revealed surgical intervention was undertaken on (B)(6) 2014 and the ipg was explanted. The leads were left implanted along with 2 anchors as precaution for a future device.